Manufacturer narrative:
Corrected data: h7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the inner thighs using coolsmooth pro applicators and to the bra roll (upper) using coolsmooth pro applicators, on (B)(6) 2016 to the bra roll (under rim/lower) using coolcurve+ applicators and to the abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as very firm compared to untreated tissue. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with ph to the abdomen and bra roll. On (B)(6) 2017, the patient was diagnosed with ph to the inner thighs. Allergan was unable to confirm ph to the inner thighs due to insufficient information.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to the inner thighs using coolsmooth pro applicators and to the bra roll (upper) using coolsmooth pro applicators, on (B)(6) 2016 to the bra roll (under rim/lower) using coolcurve+ applicators and to the abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as very firm compared to untreated tissue. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with ph to the abdomen and bra roll. On (B)(6) 2017, the patient was diagnosed with ph to the inner thighs. Allergan was unable to confirm ph to the inner thighs due to insufficient information.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2016 to the inner thighs using coolsmooth pro applicators and to the bra roll (upper) using coolsmooth pro applicators, on (B)(6) 2016 to the bra roll (under rim/lower) using coolcurve+ applicators and to the abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as very firm compared to untreated tissue. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with ph to the abdomen and bra roll. On (B)(6) 2017, the patient was diagnosed with ph to the inner thighs. Allergan was unable to confirm ph to the inner thighs due to insufficient information.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.